Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5mmd 22mml enterprise vascular reconstruction device (product code: enc452200, lot number: 9730959) was impeded in the distal end of a prowler select plus 150/5cm (product code: 606s255x) could not pass through. This resulted in removal of both devices and replacement with products from other brands to complete the surgery. The procedure was prolonged by approximately 10 minutes. There was no reported patient consequences or clinical symptoms.

Manufacturer narrative:
Manufacturer ref# (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damage was observed. The concomitant enterprise system was found stuck inside the microcatheter. The concomitant enterprise was attempted to be retrieved from the microcatheter; however, high resistance was met. The system was inspected under x-ray imaging, and no damage was identified; however, under magnification, blood residues were found at 36.5cm; therefore, a dissection was made, dried blood residues were found occluding the inner lumen. The catheter was confirmed to be within specifications for the outer diameter (od). The manufacturing record evaluation (mre) cannot be performed due to the lot number was not provided. The complaint is confirmed based on the occluded condition of the microcatheter. Although no physical material within the device was reported, the dried blood residues suggest that the saline flush was insufficient, and according to risk documentation, insufficient saline flushing is a potential failure mode that can compromise the performance of therapeutic device. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. The instructions for use (IFU) contain the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, g3, g6, h2, h6 and h11. Complaint conclusion a healthcare professional reported that during an endovascular embolization, a 4.5mmd 22mml enterprise vascular reconstruction device (product code: enc452200, lot number: 9730959) was impeded in the distal end of a prowler select plus 150/5cm (product code: 606s255x, lot number unknown) could not pass through. This resulted in removal of both devices and replacement with products from other brands to complete the surgery. The procedure was prolonged by approximately 10 minutes. There was no reported patient consequences or clinical symptoms. Additional event information received on 22-dec-2025 indicated that no torque was used. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The 10 minutes procedural delay did not result in a patient adverse consequence. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Warning: never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.